Manufacturer narrative:
The MFR's service rep performed an on-site investigation. A battery pack needs to be replaced. No additional repair info is available.

Event description:
The customer reported that the 8800 system displayed a generator error. No pt injury was reported.